Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 3oct18. (B)(4). The customer declined service therefore the unit was not evaluated and the reported issue was not confirmed. The customer states that they repaired the unit themselves with out service it is unknown if parts were replaced. Due to no part returned for failure investigation, the root cause could not be determined at this time.

Event description:
The customer reported that the ventilator has low oxygen pressure. The device was not in use therefore there is no patient involvement. The event date was not specified; estimate used.